Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxguard pressure rated extension set was damaged the following information was received by the initial reporter with the following verbatim: it was reported by the customer that had 2 instances in the same day with this specific lot of the tubing failing and leaking.